Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The vessel sealer extend (vse) instrument is not available to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the device log or system logs cannot be performed due to insufficient product information. This complaint is considered a reportable event due to the following conclusion: during a da vinci assisted sigmoid colectomy procedure, the patient's inferior mesenteric artery (ima) artery bled after it was sealed with a vse instrument and e-100 generator combination. The surgeon used third party clips to stop the bleed. The estimated blood loss is unknown and the patient did not require a blood transfusion. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the event logged against the other two vse instruments.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, the patient's inferior mesenteric artery (ima) bled after it was sealed with a vessel sealer extend instrument and e-100 generator combination. The following information was obtained or clarified during follow up with the surgeon: after sealing the ima with audible seal complete tones and visualizing tissue effect, the surgeon used the cut function and the ima bled. A third party lapra-ty clip was placed on the vessel using an existing port and the procedure was completed robotically. The estimated blood loss was unknown, and the patient did not require a transfusion due to this event. Though no errors occurred during the procedure, the surgeon believes the e100 generator is the cause of the insufficient seal. The vessel sealer extend instrument is not available for evaluation.